Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 4 had no lights on the module board. A field service engineer (fse) verified the issue and confirmed the drawer was not present. The fse replaced the t board, after which the drawer was tested in the hardware test application (hta) and all functions were normal. The fse also disassembled the drawer 2.1 to clean debris and recovered medications for the pharmacist. All components were tested and verified to be functioning properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 4.1 and 4.2 went off bus and could not be recovered. Also, no light was observed at the back of the drawers. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.